Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screw has a defect in the middle of the thread lead, the screw was found in the warehouse. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the screw was received with damage in the middle of the thread; it was not in the original packaging. The investigation from the received screw article 206.050 shows that the dimensions are according to the specification. The screws are electropolished. The investigation on the damage from the thread shows that the damage is not electropolished. The damage is occurred after the electropolishing process. The damage on the thread is mechanically and not electropolished. After the electropolishing process no mechanical influence exists the would damage the thread. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.